Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, most of the plug of a 7f exoseal vascular closure device (vcd) remained inside the outer sheath and was withdrawn from the body along with the device. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach. The user was trained, and there were no visible signs of device or packaging damage prior to use. Angiography confirmed femoral artery suitability with a 30¿45 degree insertion angle. The puncture site showed no calcium or plaque, mild vessel tortuosity, no nearby stent, and no stenosis greater than 50%. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to use. There was expected blood backflow and discoloration. The exoseal vcd and sheath introducer were removed as a single unit 1¿2 seconds after deployment. The deployment button could not be visually confirmed as fully depressed, but the experienced operator reported the applied pressure was consistent with usual practice. The plug deployment button was pressed and the device was removed. The visibility of the indicator wire at removal was not checked. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Additionally, two photos were provided for review. Per the picture analysis, the graphic material shows a 7f exoseal unit, inserted into a non-cordis 8f catheter sheath introducer (csi), the button appears to be pressed, however the indicator window state could not be determined. The plug was noted to be deployed and can be seen next to the unit. No other anomalies or notable details were observed in the images. Visual inspection of the returned device showed that the deployment lever was received depressed while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. The csi was not returned for this evaluation. The indicator window was observed in the black/white/red position. During this visual analysis, it was also noted that the distal end of the delivery shaft exhibited a warped condition. The functional evaluation could not be performed, as the unit was received in a fully deployed condition. A high-magnification microscopic evaluation was conducted to assess the internal mechanism. During this analysis, no abnormal conditions were observed. The reported event of ¿plug-inaccurate placement¿ was observed through analysis of the images received as the plug was deployed and next to the unit. However, the exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and picture/product analysis, it is difficult to determine the factors that may have contributed to the reported inaccurate placement, particularly since the deployment lever was fully depressed and no anomalies were noted in the internal mechanism with the returned device. However, the distal end of the delivery shaft exhibited a warped condition. If this condition was present during use, it could have resulted in difficulty placing the plug. This warped damage was most likely due to handling factors, such as excessive force applied to the device during insertion into the sheath. However, as this condition was not reported by the user, it is unknown whether it occurred during the procedure or as a result of manipulations after the procedure. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, picture analysis, nor the information available for review suggests that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, most of the plug of a 7f exoseal vascular closure device (vcd) remained inside the outer sheath and was withdrawn from the body along with the device. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach. The user was trained, and there were no visible signs of device or packaging damage prior to use. Angiography confirmed femoral artery suitability with a 30¿45 degree insertion angle. The puncture site showed no calcium or plaque, mild vessel tortuosity, no nearby stent, and no stenosis greater than 50%. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to use. There was expected blood backflow and discoloration. The exoseal vcd and sheath introducer were removed as a single unit 1¿2 seconds after deployment. The deployment button could not be visually confirmed as fully depressed, but the experienced operator reported the applied pressure was consistent with usual practice. The plug deployment button was pressed and the device was removed. The visibility of the indicator wire at removal was not checked. Per preliminary image review, two photos show the 7f exoseal device inserted into an 8f non-cordis sheath. Additionally, the blood-soaked plug appears to have been deployed off the device and positioned adjacent to the exoseal unit. The device will be returned for analysis.